Event description:
The customer reported there was no sound being emitted from the speaker on their mp70 intellivue patient monitor. The device was in use on a patient. There was no report of patient or user harm.